Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker had a sudden drop of longevity from three years down to one and a half year in just eight months. Additionally, the patient has a chronic atrial fibrillation (af) so a reprogramming was made. Initial analysis indicated that the device was in high rate atrial sensing and that can cause an increase in power consumption. Boston scientific technical services (ts) stated that the atrial lead has been turned off, the atrial sensing has been fully reduced and there should be a reduction in power consumption. Furthermore, the ts discussed about monitoring the battery. The device remains in service. No adverse patient effects were reported.